Event description:
Pt was revised due to poly wear.

Manufacturer narrative:
The investigation confirmed polyethylene wear. Review of the mfg records did not identify any anomalies. The submitted depuy products were implanted with a competitor product, which is in contradiction to the IFU. The full mfg history of the competitor part is unk; therefore, comment on the full cause for polyethylene wear rate cannot be made. The complaint shall be closed as an isolated incident with an undetermined conclusion. The need for corrective action was not identified.